Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call, the customer was hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2017 for blood glucose of 200 mg/dl. The customer was experiencing stomach pains and was vomiting profusely, ketones were also high. Customer was getting over a virus too. Customer was treated with an insulin drop and fluids, her insulin pump settings were also adjusted. Customer was not on the insulin pump at the time of the hospitalization, as the customer's mother had removed two hours prior. The insulin pump will not be returned for analysis.